Manufacturer narrative:
D6a: implanted date. Device was not implanted. D6b: explanted date: device was not explanted. E1: (B)(6). E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the header bag, wire guide, hemostasis sheath, carrier tube and arteriotomy locator. The device was subjected to visual analysis. The hemostasis sheath and carrier tube are fully mated in forward lock position, exposing the anchor. Functional testing was performed by rear locking and deploying the device. The returned sample appears to have been used and contained the anchor and collagen. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. During the routine use of the angio-seal without special operation, the angiography showed no abnormality at the puncture site. The anchor release did not block. A new angio-seal was replaced and the attempt continued. The sheath tube could not enter the puncture point. After multiple attempts to block did not occur, other blocking methods were changed. There was no blood loss. Additional information was received on 22sep2025: the type of procedure being performed was angiographic surgery via 5 french sheath. There was no stenosis, plaque, calcium present around the insertion site. Hemostasis was achieved by manual compression. The procedure was successful. The patient was stable.